Event description:
It was reported that the patient experienced scrotal pain, swelling, chills, malaise and fatigue indicating an infection on the scrotal area with an inflatable penile prosthesis (ipp). The ipp still remains implanted and the patient was prescribed antibiotics to treat the infection. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was explanted as the device was returned for analysis.

Manufacturer narrative:
Device analysis: allegations of infection were reported. The ipp cylinders and ms pump were visually inspected an functionally tested. Leaks were identified in both cylinders that were the result of sharp instrument/tool damage consistent with explant damage, and hence were considered secondary failures. The pump was functionally tested and failed the activation test, requiring more than 8lb. Of force to activate. Product analysis could not confirm the reported events. Visual inspection and functional testing of the ams 700 momentary squeeze (ms) pump and ipp cylinders was unable to confirm the reported allegations of infection. The pump failed the activation functional test. The product record review confirmed the reported event of infection does not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of infection is included in the product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced scrotal pain, swelling, chills, malaise and fatigue indicating an infection on the scrotal area with an inflatable penile prosthesis (ipp). The ipp still remains implanted and the patient was prescribed antibiotics to treat the infection. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was explanted as the device was returned for analysis.

Event description:
It was reported that the patient experienced scrotal pain, swelling, chills, malaise and fatigue indicating an infection on the scrotal area with an inflatable penile prosthesis (ipp). The ipp still remains implanted and the patient was prescribed antibiotics to treat the infection. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.